Event description:
It was reported that the pt underwent a total right hip arthroplasty on (B)(6) 2007. Pt experienced pain and infection was found and at revision on (B)(6) 2007 in which an antibiotic spacer was implanted and components were removed. New components were implanted on (B)(6) 2008.

Manufacturer narrative:
The manufacturer did not receive explanted devices or x-rays for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10^-6 or better. In general all manufacturing lots were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the pt. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).